Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
The customer reported via telephone call that the insulin did not deliver during a bolus. The blood glucose was 250 mg/dl. The customer treated with manual injection. The customer was advised to remove the insulin pump and set from the body. The drive support cap appeared normal and recessed. The customer found two very small bubbles in the tubing and was advised to deliver a prime until they were no longer visible. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime. The customer reported that insulin did not exit. No leaks were noted. The insulin pump was not cloudy or expired. The customer declined further troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.